Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced by the customer. The customer reported complaint for the thermogard displaying error message mid: 09 (ce temp error) was confirmed during functional testing. The customer has cleaned the air trap and re-positioned the coolant block to remedy the reported complaint. The unit has passed all the final testing. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) was reported for thermogard xp ivtm system with serial number (B)(4) for the same error message mid:09 (ce temp error).

Event description:
It was reported that during setup the thermogard xp ivtm (sn: (B)(4)) was displaying error message mid: 09 (ce temp error). Another system was used to initiate the treatment. No patient consequences were reported.